Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had twiddler's syndrome and it was noted that lv threshold was elevated. Chest x-ray revealed that all the three implanted leads were pulled back. This lv lead was scheduled for revision and still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead had undergone a thorough evaluation. Visual inspections noted a slight twist in lead body in the mid-section. This was possibly due to twiddler¿s syndrome. The values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. This product had passed all electrical testing.

Event description:
Additional information received indicates that this left ventricular (lv) lead was already explanted. No additional adverse patient effects were reported.